Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. After realizing elevated bg levels, patient stated the pink slide had not moved forward as intended; this indicates a needle mechanism failure occurred. Patient was still wearing pod at the time of reporting but intended to take a manual injection as treatment.